Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was observed to be intact. The ok and up buttons responded intermittently to testing. The bolus button cover was observed to be torn and responded normally. The keypad cover was removed and contamination was found under all contacts. Unrelated to the initial complaint, the battery compartment was observed to be cracked on the threads and the display was observed to be dim, fading, and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and ok keypad buttons were under responsive. The reporter denied damage to the keypad and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.